Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was unable to be calibrated. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was replaced and re-calibrated. Analysis also noted that the handle was broken, the tabs on the power cord door were broken, and the media bay door latch was broken. All found defective parts were replaced and the hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pen was unable to be calibrated. The programmer has not been returned for service. There was no patient involvement. It was further reported that the stylus was inaccurate even after running the calibration software several times. The programmer was returned for service.